Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. On (B)(6) 2011, through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. According to the operative report, the patient's mitral valve could be described as markedly myxomatous with a popped p2 chordae as evident on preop tee, intraoperative findings confirmed this. He had a markedly dilated annulus and it was felt that it was appropriate to down size him. The surgeon resected p2 with the popped chordate, slid p3 over to p1 and repaired the leaflet edges as well as leaflet to the annuloplasty ring and then reinforced it with the 30 mm annuloplasty ring; it looked like a good repair. When the patient came off bypass, there was no mitral regurgitation or systolic anterior motion; however, the patient had a gradient of 7 mean, which was felt to be unacceptable due to the patient's history of atrial fibrillation. Therefore, the patient was placed back on pump and the ring was replaced with another edwards annuloplasty ring, same model, one size smaller. Furthermore, there have not been any allegations of a product malfunction.